Event description:
On (B)(6) 2015 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter was positioned in the l1-l2 level. No abnormal tilt was noted and there was no significant contact with the inferior vena cava wall. There was no filter strut perforation or hematoma.

Event description:
On (B)(6) 2015 the patient underwent placement of a greenfield vena cava filter. On 1(B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter was positioned in the l1-l2 level. No abnormal tilt was noted and there was no significant contact with the inferior vena cava wall. There was no filter strut perforation or hematoma.